Event description:
On 6/2/97 respironics colorado became aware that a pt expired while using a plv 100 volume ventilator. It was reported that the ventilator failed to alarm during a pt disconnect. Apparently the disconnect went unnoticed and the pt expired.